Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results on their e602 analyzer. The customer provided data for five samples, four of which had discrepant results. The first patient's first ft4 result was 2.24 ng/dl. The second result was 1.42 ng/dl. The third result was 1.49 ng/dl. On (B)(6) 2014, the second patient's first ft3 result was 4.78 pg/ml. The second result was 3.2 pg/ml. The third result was 3.0 pg/ml. On (B)(6) 2014, the third patient's first ft4 result was 1.70 ng/dl. The second result was 1.25 ng/dl. The third result was 1.27 ng/dl. On (B)(6) 2014, the fourth patient's first ft3 result was 5.19 pg/ml. The second result was 3.0 pg/ml. The third result was 2.8 pg/ml. There were no deaths associated with the erroneous results. Information on whether the patients were harmed was requested but not provided. The ft3 reagent lot number was 177312 and the expiration date was 02/27/2015. The ft4 reagent lot number was 176245 and the expiration date was 03/30/2015. The field service representative checked the analyzer and could not determine the cause. As a preventative measure, the sample probe and sample tube were replaced and adjusted. The static electricity around the analyzer was checked and was ok.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was requested from the customer but not provided. Due to a lack of detailed information, determination of a specific root cause was not possible.